Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose went from 230 mg/dl to 400 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous due to their high blood glucose. Troubleshooting found the insulin was able to exit from the tubing and there were no leaks present. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.